Manufacturer narrative:
Occupation: ICU manager additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (ab) therapy, the customer had called requesting help troubleshooting the fluid arterial line. Upon follow up the next morning, it was noted that the fiber optic sensor had failed so they switched to the fluid line. Since switching, the line had lots of artifact. However, the iab was pumping well and supporting the patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing approximately 62cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 3.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
It was reported that during intra-aortic balloon (ab) therapy, the customer had called requesting help troubleshooting the fluid arterial line. The console had generated a fiber optic sensor failure alarm. After approximately two hours of therapy, the iab was repositioned under fluoroscopy and therapy was continued. Upon follow up the next morning, it was noted that the fiber optic sensor had failed so they so the fiber optic cable was unplugged and a pressure transducer was utilized. Since switching, the line had lots of artifact. However, the iab was pumping well and supporting the patient. After approximately two days, therapy was concluded and the iab was removed. There was no patient harm or adverse event reported.